Event description:
The customer reported intermittent failure bad iris pot, found during set-up and the system was pulled from service. The case was completed with back-up unit. A pt was involved, but not injured.